Event description:
Patient's nurse called lfs on 11/05/2002 on pt's behalf alleging that their meter would not power on at times and prompt the "error 1" message. Nurse explained that the meter would sometimes power on by pressing the "m" button and sometimes it would not power on at all. Patient did not report any symptoms. Pt obtained a "306 mg/dl" on the hospital meter and was treated with diabetes medication (unk date or time). The customer service representative walked the nurse through inserting a test strip with the contact bars end first and facing up and pressing the m button, and the meter powered on. The meter started prompting "error 1" (time and date unk). Patient reported obtaining a "53 mg/dl" on another meter when they noticed the error 1 message. No treatments were sought from healthcare professional when the meter started prompting error 1. There was no adverse event or serious injury. The customer service representative walked the nurse through resolving the error 1 message, however, the issue could not be resolved. The meter was replaced.